Event description:
It was reported that during insertion, the intra-aortic balloon (iab) could only be inserted halfway through the sheath before becoming stuck. A new iab was able to be inserted without issue and therapy was provided. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood was found on the catheter tubing. The sheath was not returned for evaluation. A kink was found on the catheter tubing approximately 76.4cm from the iab tip. The extender tubing, one-way valve, guidewire and syringe were returned. The inner lumen was found to be occluded. The occlusion was unable to be cleared. The one-way valve was vacuum tested, and it held vacuum. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing was performed, and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. Per IFU the one-way valve must be aspirated to 30cc while leaving the one-way valve in place attached to the extracorporeal tubing leur to ensure vacuum is maintained throughout insertion. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
This event occurred on the japanese market with a transray 34cc iab which is a significantly similar device to sensation 34cc which is sold in the us. For d4: di number has been used for sensation 34cc or (B)(4), which is sold in the USA. Provided 04 lot number. 04 expiration date and h4 device manufacture date corresponding to transray device involved in the event. **UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).